Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported that the sensor had inaccurate readings that triggered threshold suspend alarm. The customer¿s blood glucose was 14 mmol/l and the sensor glucose was 2.4 mmol/l. Insulin delivery was suspend due to sensor values. Customer also stated that they received calibration not accepted and change sensor alert. The device will not be returned for analysis.